Manufacturer narrative:
The device was not returned for evaluation due to the device remains implanted. Review of the mhr and complaint history did not identify any anomalies or adverse events. Without the opportunity to evaluate the device, the root cause was unable to be determine and the complaint was not confirmed. (B)(4). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under PMA number p010014. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, under precautions: ¿the patient is to be advised of the limitations of the reconstruction and the need for protection of the implants from full load bearing until adequate fixation and healing have occurred. Excessive activity, trauma and weight gain may contribute to premature failure of the implant by loosening, fracture, and/or wear.¿ following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the clinical patient had an initial right oxford knee procedure on (B)(6) 2009 and an initial left knee procedure on (B)(6) 2010 with unknown products. The patient reported a periprosthetic fracture of right femur which was resolved on (B)(6) 2012. Cause of fracture unknown but stated to likely be a result of an accident. Patient also reported pain in the left knee that resolved (B)(6) 2011. No revision has been reported.